Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: -scs-paddle leads upn: m365sc8436700 model: sc-8436-70 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients implantable pulse generator (ipg) incision site has opened. The physician does not believe that the infection was device or procedure related, and the cause was unknown. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered with oral cefuroxime. The patient was doing well postoperatively. The explanted device components will not be returned as they were kept by the facility.